Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for investigation. The chamber was visually inspected for the reported damage. Results: visual inspection of the complaint mr290 chamber identified horizontal crack lines on the lower part of the dome. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. Due to the nature of this device there are several possible failures that could manifest themselves in the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported an issue with the mr290v vented humidification chamber. Upon device assessment at fisher & paykel heathcare in (B)(4) on 13th november 2019, the chamber was found to be cracked. There was no patient involvement.